Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp) leading to a revision surgery. It was identified that the pump tubing was broken near the entrance of the pump. The existing ipp cylinders and pump were explanted and replaced with new ipp components. No additional patient complications were reported.